Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report a button error alarm and some missing pixels on the lcd screen. The customer's blood glucose level was 201 mg/dl. The customer stated that the insulin pump may have been exposed to moisture because she was playing outside and it was very hot. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and agreed to return the product for analysis.